Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The ventilator passed 119 hour extended tests at the customer's settings. The ventilator passed the lap top ventilator final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; no indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail showed no signs of frayed cabling. The 4 internal power supplies being monitored were +5vdc, +6vdc, +15vdc, and -15vdc all of which were within required voltage. There was no failure detected but the power board was replaced as a precaution. Internal inspection of ventilator revealed the drive band on the flow valve has broken off. This condition of the flow valve caused the sync er1 and home eri conditions seen in the event trace. The review of event trace reveals multiple home er1 and sync er1 conditions on january 26, 2017. This is considered a found in service issue that is unrelated to the original reported issue.

Event description:
It was reported to carefusion that model lap top ventilator 1200 marked ventilator inoperable (inop). The customer stated there was no patient involvement associated with the reported issue.